Event description:
Two suprapubic catheters were leaking at key sites which resulted in prolonged anesthesia time. All catheters of same lot were removed from the shelf. The co rep representative was notified. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).